Event description:
A dental implant was placed and sutured into tooth location #19. The next day the patient presented himself at the clinician's office, because the implant was no longer in his mouth. In 1/2006 the clinician was contacted. He stated the patient may have possibly swallowed the implant. The patient did not know where the implant was. The patient was seen post operative and showed no problem and will be reimplanted in approximately one week.